Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer on behalf of their daughter reported conflicting results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 on a nasal swab. Per the customer, their daughter swabbed her nose and the sample was completely covered in blood. This first test generated negative results. Repeat testing on (B)(6) 2022 generated positive results. Although requested, no additional information including patient treatment and outcome was provided.